Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped and replaced.

Event description:
It was reported that low pacing and hv lead impedances alert were received via merlin transmission. Further testing was recommended. No patient symptoms were reported.